Event description:
New information received indicated that additional crosstalk was observed and programming changes were made.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the crosstalk was observed due to oversensing atrial pacing on the ventricular lead. The patient was asymptomatic. Programming changes were recommended.